Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead 2000 (B)(6); 4193 implantable pacing lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the patient's device was "defective". The device was explanted and replaced. No patient complications have been reported as a result of this event.